Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -15.0/+1.5/072 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting with elevated intraocular pressure. The lens was exchanged for a shorter length lens on (B)(6) 2023. This resoved the problem. . H6 - code 4581 - angle clousre, should be removed. H6- code 4625 - yag, should be removed. Claim #: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid with residue/debris on the product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
B3: event date is "27-aug-2023" on the inital MDR, it should be corrected to "27-jun-2023". Claim#: (B)(4).

Manufacturer narrative:
B5 - it was later clarified that the problem was not resolved. Claim#: (B)(4).

Manufacturer narrative:
H6 - health effect clinical code: 4581 - angle closure. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -15.0/+1.5/072 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced angle closure with elevated intraocular pressure and on (B)(6) 2023 an addition of new pi (yag) was performed. Lens remains implanted. A follow up will be performed was noted by the surgeon.